Event description:
It was reported that an angio-seal device was deployed in 2001. The patient presented on the event date with pain in their foot and calves. The patient was diagnosed with a staph infection. Blood cultures and ultrasound confirmed an infection. The patient was treated with antibiotics and is recovering.